Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2023. E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set had broken during use. This issue was further described as, ¿the hose was broken from the pump. It broke off on its own during the night¿. This event occurred during patient therapy while the set was connected to an unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
. B5: update "unspecified access set" to "large volume folfusor". Update "this event occurred during patient therapy while the set was connected to an unspecified pump." To "this event occurred during patient infusion." H4: the lot was manufactured from march 15, 2023 to march 16, 2023. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the tubing line had been cut in two pieces. Examination on the cut area of the tubing under the microscope showed the cut area was jagged which indicates the tubing line may have come in contact with a sharp object during patient use and therefore resulting in a cut tubing line. The reported condition was verified. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1: brand name previously submitted as ni. D4: catalogue # previously submitted as asku. D4: lot # previously submitted as ni. D4: unique identifier (UDI) # previously submitted as ni. G1: device manufacturer name previously submitted as baxter healthcare corporation. G1: device manufacturer address 1 previously submitted as ni. G1: device manufacturer address 2 previously submitted as ni. G1: device manufacturer city previously submitted as ni. G1: device manufacturer country previously submitted as blank. G1: device manufacturer postal code previously submitted as blank. H10: the actual device was returned for evaluation with 28ml of fluid in the bladder. A visual inspection observed that the tubing line was securely attached to the device. A functional flow test was performed, and no evidence of separated tubing was observed. The reported condition was not verified. The returned device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.